Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level less than 50 mg/dl and experienced a seizure which resulted in a shoulder replacement. Customer administered glucagon injections in an attempt to address bg. Reportedly, customer alleged the pump settings were "aggressively correcting bg values". During a pump system check it was discovered that the customer was not using the sleep mode which contributed to the low bg. Additionally, it was discovered that the cartridge and infusion set had been in use for more than 72 hours with novolog insulin. Tandem technical support educated the customer on insulin labeling. Customer was treated with intravenous fluids of saline while in the ER and was released 6 hours later on (B)(6) 2022 with the issue resolved. Customer adjusted sleep mode settings on the pump and recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.